Manufacturer narrative:
A 2 year retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - analysis of available expertise files confirmed the reported behavior, as a programmer crash was observed on 20 april 2023 at 11:50. - in-depth analysis revealed that the observed issue occurred during the management of smart ECG display. However, the root-cause of this crash could not be determined with certainty. - it should be noted that normal functioning was restored at the next interrogation.

Event description:
Reportedly, during a follow-up interrogation of a borea pacemaker, an error message was displayed and the session was ended. The same issue occurred earlier on the same day, when interrogating another device.